Event description:
Patient with evidence of bilateral breast implant rupture. Implants were originally placed about 15 years ago. Implants sent to pathology. Unfortunately, no lot number was able to be identified. Left breast implant, removal: received fresh is a 12 x 12 x 3cm synthetic plastic device consistent with a breast implant which is focally disrupted. It has the inscription silastic, 250 cc. No lot number is identified. The implant is filled with a tenacious and gelatinous yellow material which extrudes from the implant. Right breast implant, removal: received fresh is a 12 x 12 x 3cm synthetic plastic device consistent with a breast implant which is focally disrupted. It has the inscription silastic, 260 cc. No lot number is identified. The implant is filled with a tenacious and gelatinous yellow material which extrudes from the implant.